Event description:
Customer reported to beckman coulter, inc. (Bec) that clear liquid leaked from the coulter lh 750 hematology analyzer. Customer reported the leak dripped onto the counter below. Customer reported the leak was not contained within the instrument. Customer reported that the volume of the leak was 20 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was at a line at valve vl4b. The fse replaced the tubing located on manifold #4.

Manufacturer narrative:
(B)(4).